Manufacturer narrative:
The explanted lead was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief due to high impedances. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.